Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to pain and non-auditory sensations with device use. The patient was reimplanted with a new device on (B)(6) 2020

Manufacturer narrative:
This report is submitted on may 4, 2020.